Manufacturer narrative:
The remote service engineer determined that the battery needed to be replaced. The battery was replaced, and the issue was resolved. Although requested to be returned, the removed component was not received for evaluation at this time. If the part is received and evaluated, an additional report will be submitted.

Event description:
The customer reported the battery failed. There was no patient involvement.